Event description:
A ring lock failure occurred in user mode. This resulted in detector 2 swinging freely. There was no pt in the equipment at the time of the event. The event occurred during programmed motion of the detectors. The operator's manual states that the pt should not be on the table during programmed motion of the detectors. There were no injuries to users, pts, or other personnel.